Event description:
High blood sugars, passed out (blood glucose increased). Passed out (loss of consciousness). Blacked out (loss of consciousness). Low blood sugar (blood glucose decreased). Case description: this spontaneous report reported by a consumer received from the united states and reported as "high blood sugars, passed out, black out, and low blood sugar", concerns a male patient treated with novolog penfill cartridge (rapid-acting insulin aspart) from 2004 and ongoing and novopen 3 (insulin delivery device) from 2004 and ongoing for diabetes mellitus (nos). Medical history included low and high blood pressure, stroke, neuropathy, 1/3 pancreas removal, gallbladder removal, spleen removal, coma (non-diabetic, related to stroke), kidney disorder, paralysis, and pancreatitis. The patient stated that he has been experiencing high blood sugars intermittently since sometime in 2007, and that two months later, his blood sugars were 1200 mg/dl and he subsequently passed out. He also reported taking a muscle relaxer (nos) that same day. He did not go to the hospital or call the paramedics and stated that he treated his high blood sugars "with food". He reported that he feels his high blood sugars were not related to the products in question, but were from a meal he ate that consisted of 700 calories. Additionally, the patient reported that he experienced high blood glucose with symptoms of sweating, headache, head and heart pounding during the last two weeks. Twelve days later, he experienced high blood glucose and subsequently blacked out while utilizing the device and insulin in question. He regained consciousness and it was unknown if he received any medical treatment. He administered additional units of the insulin in question, but his blood glucose levels remained elevated. He reported that his blood glucose levels were 285 mg/dl, 400 mg/dl and 550 mg/dl (exact dates unknown). He reported that on one occasion his blood glucose level went up to 650 mg/dl and his glucose meter read "hi hi". The patient also reported that the device in question was not delivering properly. He mentioned that his wife tends to administer his injections and that she was not checking the device to ensure proper delivery prior to the injections. On the occasions when he administered his own injection, he noticed that there was no resistance on the push button and believed that he did not receive his dose. He stated that he suspected the novolog penfill may also have contributed to the events. Two days later, the patient experienced high blood glucose and blacked out on a second occasion. He regained consciousness that same day and it was unknown whether he received any medical treatment. He reported that the emergency medical services (ems) were contacted and he was seen at the emergency room on three separate occasions, however, he was unable to recall the dates. He further stated that on one occasion, he was hospitalized for one night and released the next day to treat his elevated blood glucose levels. He stated that he was treated with novolog; however, he was not certain how the product was administered (subcutaneously or intravenously). He stated that blood tests called 'rainbow' were performed, however, results were unknown. Furthermore, he stated that he experienced low blood glucose levels. His blood glucose levels were 20-30 mg/dl. Treatment details were unknown. During the report, he mentioned that a needle broke in his skin while administering an injection. He was able to remove the needle independently with a tweezer. No medical treatment was received. This non-serious event was captured. The man requested that he provide written concent indicating the type of medical confirmation/information to be obtained from the hospital where he received treatment. He requested that only medical history pertaining to his diabetic history be obtained from the hospital. No other information was available and the man ended the conversation. No further details surrounding the events were available at the time of this report. The overall outcome was reported as "not recovered". Causality (all events): reporter's causality: unknown, novo nordisk's causality: reportable.